Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 15 events were reported for this quarter. Product return status: 15 devices had investigation types that have not yet been determined. Evaluation findings (results/components): 15 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 15 devices: product disposition is not yet determined. Additional information: 15 devices were labeled for single-use. 15 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 15 events for the failure: free or unrestricted flow. 1 event had problem identified before clinical use/exposure; there was no patient involvement. 13 events had no health consequences or impact. 1 event had code not found!

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6)- (B)(6) 2025. This report summarizes 14 events for the failure: free or unrestricted flow. 13 events had no health consequences or impact. 1 event had a cancelled/aborted surgical procedure and temporary impairment.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99445. Supplemental rationale corrected data: b5, h1, h6, h11. 15 events were previously reported during the reporting quarter; however, 1 event was reported in error. 14 previously reported events are included in this follow-up record. Product return status. 3 devices were not available for evaluation. 4 devices were received. 7 devices had investigation types that have not yet been determined. Evaluation findings (results/components). 3 devices: no findings available / part/component/sub-assembly term not applicable 4 devices: manufacturing process problem identified / membrane, adhesive 7 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition. 2 devices: product not received. 4 devices: scrapped by stryker. 1 device: scrapped by customer. 7 devices: product disposition is not yet determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h1, h6, h11. 14 events were previously reported during the reporting quarter; however, - 5 events were reported in error. - 9 previously reported events are included in this follow-up record. Product return status: 4 devices were not available for evaluation. 5 devices were received. Evaluation findings (results/components): 4 devices: no findings available / part/component/sub-assembly term not applicable. 5 devices: manufacturing process problem identified / membrane, adhesive. Product disposition: 3 devices: product not received. 5 devices: scrapped by stryker. 1 device: scrapped by customer.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 - september 30, 2025. This report summarizes 9 events for the failure: free or unrestricted flow. 8 events had no health consequences or impact. 1 event had a cancelled/aborted surgical procedure and temporary impairment.